Manufacturer narrative:
A review of the manufacture records for this device could not be reviewed because the lot number was not available.

Event description:
The patient presented with claudication in left leg, with slight stenosis in left common iliac and 4 lesions in left sfa . There were also two lesions in the distal sfa and two lesions in proximal sfa. The patient's left sfa vessel is 6mm in diameter with only a 4mm lumen. The left popliteal is 5mm in diameter with a 4mm lumen. The physician placed an embolic protection device in the popliteal. The physician then performed six medial/anterior passes on the distal lesions in sfa with the turbohawk. The turbohawk was cleaned and soft plaque was removed, and an angiogram was taken. Six more lateral/posterior passes were performed on same distal lesions in sfa. The turbohawk was cleaned again and soft plague was removed. After the 2nd angiogram acute calcium was dislodged in distal area of sfa. The turbohawk performed 4 more passes at the calcium location and was cleaned (slight calcium and soft plaque was removed). The turbohawk then performed 6 medial passes on the proximal lesions in left sfa. An angiogram was taken and device was cleaned (soft plaque removed). Angiogram showed acute change in luminal gain. The turbohawk performed 4 short lateral passes on the proximal lesions to increase luminal gain. Another angiogram was taken and showed 2 acute dissections in the proximal sfa. The turbohawk was removed and cleaned. Soft plague was removed. Angioplasty was performed to sfa (5x40 balloon) and popliteal (4x40 balloon) in order to tamponade acute dissections. The acute dissections were managed. The embolic protection device was removed and was about 50% full. A run off angiogram was taken of left leg and distal flow btk was slow. A catheter was placed in popliteal and another angiogram was taken just btk. Distal flow was slow. Nitroglycerin and reopro were administered. Another angiogram was taken and showed loss of patency to anterior tibial past the ankle. Nitro was administered again. Total heparin administered in case was 7000. The patient was sent to the ICU with a tpa drip. Patent had 400 units of heparin administered every hour. The patient was checked after 2 hours of tpa and heparin. Conditions were the same. Patient will stayed in the ICU overnight.